Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. The patient was placed on eliquis and aspirin oral anticoagulant (oac) medication regimen. At the 45 day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt) on the threaded insert of the closure device. The physicians placed the patient back on eliquis medication and will do a follow up tee in three months in response to the drt.

Manufacturer narrative:
B5: information added. B7: information added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. The patient was placed on eliquis and aspirin oral anticoagulant (oac) medication regimen. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt) on the threaded insert of the closure device. The physicians placed the patient back on eliquis medication and will do a follow up tee in three months in response to the drt. It was further reported that the oac regimen consisted of plavix and aspirin post index procedure, and the patient reported being compliant. The drt was laminar in nature.